Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl and 99 mg/dl. The customer was treated with soda and cereal. The customer also stated that the insulin pump had failed battery test and pump was not delivering insulin. The customer also stated that the insulin pump was working fine but it beeped and powered off. The customer was unable to troubleshoot for low blood glucose. The insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. The bolus wizard functioning properly per bolus wizard sample in the paradigm insulin pump user guide. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.